Event description:
It was reported that extension tube in purewick urine collection system going from pump to bottle was not long enough and was told by a rep that it was 18in, but customer said it was only 6 in, very upset patient got a urinary tract infection because of the issue. It was unknown what medical intervention was given to urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate component selection / component deterioration". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow.[note the letters correlate to a diagram within the IFU]. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. 1. Inspect the package for damage. If any damage is noticed, contact customer support immediately. 2. Carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support immediately. Caution: avoid creating a tripping hazard with the collector tubing or power cord. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that extension tube in purewick urine collection system going from pump to bottle was not long enough and was told by a rep that it was 18in, but customer said it was only 6 in, very upset patient got a urinary tract infection because of the issue. It was unknown what medical intervention was given to urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.